Event description:
Medtronic received information regarding a imaging system being used in an unknown procedure. It was reported that the emergency stop would not clear, and there was an "x" next to radiation disabled. Rebooting the system with the umbilical disconnected did not resolve this. After it was booted back up, she reported that the system shut off by itself. While troubleshooting, rep confirmed the ias (imaging acquisition system) key was horizontal with no damage. Rep confirmed the ias dongle was fully seated and not damaged. Patient was present. There was unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and dongle screws were found broken. Pendant unable to properly attached to the connection panel. Replaced pendant and performed system checkout. System was fully functional. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000210, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000925, serial/lot #: -, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a and b5 updated. F26 code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received and stating that " the procedure was tlif (transforaminal lumbar interbody fusion). This issue occurred preoperatively and did not cause any surgical delay. There was no reported impact on patient outcome."